Manufacturer narrative:
Results - bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for cracked syringe with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion - the most likely root cause for the reported defect is that the syringe was trapped / crushed in the processing equipment.

Event description:
It was reported the bd a-line¿ arterial blood collection syringe had a cracked syringe. No injury or medical intervention reported.